Manufacturer narrative:
Initial reporter occupation: the occupation is medical technologist.

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t stat assay (tntstat) on a cobas 6000 e 601 module (e601). The sample initially resulted as < 0.01 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting as 4.56 ng/ml. The sample was also repeated on a second e601 analyzer, resulting as 4.23 ng/ml. The repeat results were believed to be correct. The patient was not adversely affected. The tntstat reagent lot number was 30870400, with an expiration date of 30-apr-2019. The field service engineer determined that there was a fluidics failure as he found air in some of the syringes. He replaced parts, cleaned the flushed the fluidics system, and ran a system volume check and precision studies. Precision was within specifications. Calibration signals from the last calibration performed on (B)(6) 2018 are lower than expected. The provided quality control recovery data was acceptable. The alarm trace did not show any indications of an issue around the time that the affected sample was processed. The customer did not use required rack adapters for 13 mm. Diameter tubes. The investigation was unable to find a definitive root cause.